Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA #9944107. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun tm representative, sent in a data file showing that the arctic sun device not able to generate hot enough water for that part of the therapy due to an overfill a review of the csv file showed no alarm 113 was generated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun tm representative, sent in a data file showing that the arctic sun device not able to generate hot enough water for that part of the therapy due to an overfill. A review of the csv file showed no alarm 113 was generated.